Manufacturer narrative:
Investigation-evaluation: a review of the complaint history, device history record, documentation, instructions for use (IFU), quality control, and visual inspection of the returned device was conducted during the investigation. The complaint devices were not returned; therefore no physical examination could be performed. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Measures have been conducted to address this failure mode. The appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). Without the benefit of a returned complaint device, a definitive root cause cannot be determined for this occurrence.

Event description:
It was reported that several times in the past a performer introducer was used for inserting a dialysis catheter and the performer introducer leaked from the hub. The reporter did not define the number of times this has happened in the past. There will be no product returned. There were no adverse effects on the patient due to these occurrences.